Event description:
On 4/20/00, pt presented for a transurethral microwave thermotherapy to treat pt's benign prostatic hypertrophy. The site reported that approx 30 mins into the treatment, balloon was found to have deflated. Physician removed catheter and terminated treatment. This event is being reported, as a similar event could cause a serious injury.